Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room for a hyperglycemic episode. The nurse stated that the battery was removed from the insulin pump to shut the device off. Advised nurse to have customer to call back when he is able to troubleshoot the device before continuing the insulin pump therapy.